Event description:
The customer reported that the black plastic round part from the back side of the insulin pump kept falling off. The customer's blood glucose reading was over 500mg/dl, and he has treated with a manual injection. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was rec'd with a loose drive support disk.